Event description:
During a laparoscopic nephrectomy the surgeon requested use of an ethicon echelon 35 mm vascular stapler and white stapler load. During use it was identified the stapler potentially misfired resulting in increased bleeding in the surgical field that was controlled with a vascular clamp. As a result of poor visualization and surgeon decision procedure converted to open nephrectomy. Procedure completed without further identified complications. Once identified stapler and load removed from surgical field. FDA safety report ID # (B)(4).